Manufacturer narrative:
The investigation into the keyboard rotary knob issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs from the reported day of event are consistent with complaint and show persistent keyboard (kbd) communication errors and alarms upon boot-ups, on multiple days. The returned device visual inspection of the ribbon cable connecting the kbd assembly to the 4-in-1 carrier revealed that the cable was misaligned. The cause of the aic issue was a loose connector. This report is being filed as part of a retrospective review of historical records.

Event description:
The field service engineer reported that the automated impella controller (aic) was switched on for testing and displayed a yellow controller error and the soft keyboard buttons did not buzz when pressed. There was no patient involved.